Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the neurostimulator was not charged due to patient use error; the patient didn¿t charge the device because they forgot to recharge. The event was not related to the device or therapy, not related to the implant procedure, and related to patient non-compliance. It was noted that the patient would recharge the device, and the outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. Additional information from the healthcare professional (hcp) reported the device was not charged due to the user. The hcp noted the identify clinical diagnosis was unable to be determined until the patient had a revision. The hcp noted the event was related to the device or therapy and was not related to the implant procedure. Additional information form the hcp on january 31st reported per the patient¿s medical record the device was overdischarged. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no action was taken and the event resolved on (B)(6) 2018. No further complications were reported/anticipated.